Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was emitting a single tone while working on his car. The patient also stated they know their device is at replacement voltage and wondered why the replacement tone was not heard. Follow up was conducted to no avail. The device is still in use. No patient complications have been reported as a result of this event.